Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar product sold in the us.

Event description:
The customer alleges the 5ml raulerson syringe did not seal on the introducer needle and insufficient vacuum was created to aspirate for blood. Another raulerson syringe was used without issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the 5ml raulerson syringe did not seal on the introducer needle and insufficient vacuum was created to aspirate for blood. Another raulerson syringe was used without issue.